Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, multiple episodes of right ventricular lead noise were noted. The noise was not reproducible in clinic. The patient was in stable condition and will continue to be monitored.